Event description:
It was claimed in a lawsuit that on or about 1997 the pt underwent spinal surgery on cervical spine and a cervical plate was implanted. It was subsequently removed on or about 1998. It is alleged that the screw and/or plate became loose and/or dislodged and the pt has suffered pain and other symptoms.